Event description:
It was reported by service report that the cot could not be raised due to the restraints being caught in the height adjustment mechanism. The customer reported that they did not know if there was any pt involvement of if there were adverse consequences to report.